Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high thresholds. All other numbers were fine and there was no visible fracture on the lead, but the doctor felt the patient could benefit from a different fixation and made the exchange. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.